Event description:
A report was received that the patient had fever and pain, swelling, and bleeding at the ipg site. Antibiotics were prescribed. The physician confirmed that the infection was not device or procedure related. Infection was taken care of. The patient is reportedly doing well.